Manufacturer narrative:
The reported event of unable to loosen the ventricular setscrew was confirmed. Analysis revealed epoxy was found in the ventricular connector block threads, which resulted in the reported stuck setscrew event. The observed epoxy was caused by a manufacturing anomaly.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the set screw of the right ventricular (rv) port had failed to disconnect. The pacemaker was removed and replaced. The patient was in stable condition.